Event description:
It was reported that the customer went to the Emergency Room with an unknown blood glucose (BG) level but estimated it was above 300 mg/dL on approximately (b)(6) 2026. Cause was not known. Customer could not recall their treatment to address the elevated BG. Customer was discharged later the same day with no permanent damage, however, they were instructed to administer a correction injection to resolve the issue.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.